Manufacturer narrative:
Product evaluation: customer report was confirmed. The shipping tube was returned broken in half. The clear adaptor is broken where bonded to the white shipping tube.

Event description:
Out of box failure- outer packaging broken. No patient complications were reported.